Manufacturer narrative:
Device had cracked lcd window, broken battery tube threads, cracked case at display window corners. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 425 mg/dl at the time. The customer also reported that she fell on the insulin pump and there was damage to the battery compartment. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.